Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-00389. The manufacturer is unable to determine which lead was explanted hence we are reporting on each lead. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the lead that was displaying high impedances was removed and replaced. In addition, the ipg was electively replaced to take advantage of new technology. Postoperatively, the patient was receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-00389.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-00389.